Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-07-31. UDI #: (B)(4). Return date: 2018-05-01. Device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-07-31. UDI #: (B)(4). Return date: 2018-05-01. Device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-07-31. UDI #: (B)(4). Return date: 2018-05-01. Device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced random beeping on his controller but had no alarms. It was noted to be a potential double disconnect with a no power alarm. In addition, it was noted there was one critical battery alarm following the no power alarm even though the battery had greater than 25 percent capacity. The healthcare site associated it with power switching. The controllers and three batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: controller (B)(4) and four batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data logs revealed several power switching events that were due to momentary disconnections involving (B)(4). Several momentary disconnections involving (B)(4) were logged. The reported "random beeping" can be attributed to momentary disconnections between the controller and batteries. Two critical battery alarms involving (B)(4) were logged on (B)(6), 2018 and (B)(6), 2018 due to communication error between the battery and the controller. One controller power up event was logged on (B)(6), 2018 at 6:48:54, followed by a motor start event at 6:48:57. The data point prior to the controller power up event, at 6:47:10, revealed that (B)(4) was connected to power port 1 with 43% relative state of charge (rsoc) and (B)(4) connected to power port 2 with 24% rsoc. The data point after the controller power up event, at 6:49:29, revealed that the controller was connected to (B)(4) on power port 1 with 43% rsoc and (B)(4) was connected to power port 2 with 98% rsoc. The maximum pump off time was estimated to be 1 minute 47 seconds. As a result, the reported event was confirmed. The most likely root cause of the reported "power switching" event can be attributed to momentary disconnections between the controller and batteries. Based on the available information, the most likely root cause of the loss of power event can be attributed to a disconnection of both power sources from the controller. Additional products: battery/ (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery/ (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery/ (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b5, h6, h10. Product event summary: one (1) controller and three (3) batteries ((B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controlle contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data logs revealed several premature power switching events due to momentary disconnections involving several batteries including (B)(6) . Several momentary disconnections that did not lead to power switching involving (B)(6) were also logged. Momentary disconnections will result in an audible tone or "beep". Data log files also revealed a relative state of charge (rsoc) between 101-201 involving (B)(6) , which is indicative of a communication error. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors involving (B)(6) on (B)(6) 2018. One (1) controller power up event was logged on (B)(6) 2018 at 6:48:54. The data point prior to the controller power up event, at 6:47:10, revealed that (B)(6) was connected to power port 1 with 43% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 24% rsoc. The data point recorded after the loss of power, at 6:49:29, revealed that (B)(6) was connected on power port 1 and another battery was connected to power port 2. The controller was without power for 9 seconds. As a result, the reported events were confirmed. The most likely root cause of the reported "power switching" and "random beeping" can be attributed to momentary disconnections between the controller and batteries. Based on the available information, the most likely root cause of the loss of power event can be attributed to a disconnection of both power sources from the controller and/or an intermittent connection in one or both power sources. Possible root causes of the reported c ommunication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Additional products: battery, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.